Event description:
A malfunction on the pump was reported by the customer, with no notable events occurring prior. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer with resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any further malfunctions occur.